Manufacturer narrative:
The catalog number and lot number are unknown; if received it will be provided. Complaint conclusion: as reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fractured strut, perforation, and tilting with the ivc filter. The indication for the filter placement, procedural details and patient medical history have not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant image reports the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fractured strut, perforation, tilting with the ivc filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
Per the implant records, the patient was reported to have a history of deep vein thrombosis (dvt) and pulmonary embolism(pe). The patient was prepped and draped in the usual fashion. The skin at the site just medial to the right femoral pulsation was infiltrated; a stick was made in the right groin and a guidewire was inserted into the right femoral artery. The tract was dilated, and the sheath provided by cordis was inserted to the low border of the l3 vertebra where a dye study was done, revealing full and free flow through the inferior vena cava (ivc). There were no clots in the ivc. The dye did not reflux into the renal veins but there was a suggestion of extra flow at that site, at the lower border of the l1 vertebra. It was therefore decided to deploy the ivc filter over the l2 -l3 bodies. The filter was pushed up with the help of a pusher and easily deployed over the l2-l3 bodies. The filter did not migrate. It centered itself. All of the prongs were intact. There was no breakage of any structure. The patient tolerated the procedure well. No obvious complications were noted. About five years after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The CT reformatted images were submitted for review of the ivc, filter position, and related findings about four years and eleven months later. The image review reported a cordis trapease ivc filter at the l2-3 interspace. The filter is tilted anteriorly at the superior end, and it contacts the ivc wall; it is also tilted posteriorly at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. Two (2) anterior and two (2) posterior struts perforate the ivc wall and reside within the soft tissues. A medial and a lateral strut perforate the ivc wall 3mm and reside within the soft tissues. No hemorrhage and no fracture fragments were identified. Thrombus within the ivc or filter could not be evaluated on this non contrast study. Results from a CT completed a year and four months earlier were used for comparison of the study. According to the information received in the patient profile form (ppf), the patient is deceased. The death certificate listed the immediate cause of death as cardiac arrest with other unknown natural causes listed as secondary. The next of kin reported becoming aware of filter struts outside the ivc and tilting of the filter about ten years after the patient was implanted.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fractured strut, perforation, and tilting with the ivc filter. The information provided indicated that the patient is deceased, and the cause of death was listed as cardiac arrest with unknown natural causes. The next of kin reported becoming aware of filter struts outside the ivc and tilting of the filter about ten years after the patient was implanted. According to the implant record the indication for the filter placement was deep vein thrombosis (dvt) with embolism. The filter was placed via the right groin. A dye study noted full and free flow through the inferior vena cava (ivc). There were no clots in the ivc. The dye did not reflux into the renal veins but there was a suggestion of extra flow at that site, at the lower border of the l1 vertebra. It was therefore decided to deploy the ivc filter over the l2 -l3 bodies. The filter was pushed up with the help of a pusher and easily deployed over the l2-l3 bodies. The filter did not migrate. It centered itself. All of the prongs were intact. There was no breakage of any structure. The patient tolerated the procedure well. No obvious complications were noted. Approximately five years post implant an abdominal computerized tomography (CT) scan was performed to evaluate the filter. The CT reformatted images were submitted for additional review about four years and eleven months later. The image review reported a cordis trapease ivc filter at the l2-3 interspace. The filter is tilted anteriorly at the superior end, and posteriorly at the inferior end. All the struts of the ivc filter perforate the ivc up to 5mm. Two anterior and two posterior struts perforate and reside within the soft tissues. A medial and a lateral strut perforate 3mm and reside within the soft tissues. No hemorrhage and no fracture fragments were identified. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant image reports the reported events could not be confirmed or further clarified. It was reported that the patient died of cardiac arrest. Cardiac arrest occurs when the heart suddenly and unexpectedly stops pumping, typically as a result of a certain arrhythmia. If this happens, blood stops flowing to the brain and other vital organs resulting in death. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.